Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000475, serial/lot : none a medtronic representative went to the site to perform a system check out and they found the systems were unable to communicate with each other. The umbilical cable was replaced to resolve the issue. The system functioned as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was having communication issues. It was confirmed that the issue was with the umbilical. The communication issue was not resolved prior to the umbilical cable replacement. There was no patient involvement.